Event description:
Per the clinic, the patient was placed under general anesthesia in order to perform an integrity test on (B)(6) 2022. The implanted device remains.

Manufacturer narrative:
This report is submitted on april 29, 2022.